Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Customer could not recall bg value. Reportedly the customer felt "out of control" and lost consciousness due to bg level. Customers wife provided glucose tablets and honey to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.